Manufacturer narrative:
(B)(4). Lawyer filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, extrusion, infection, recurrence, bleeding and vaginal scarring. It was also reported that the plaintiff experienced vaginal wall mesh erosion, cystocele, rectocele, urge and stress urinary incontinence, and dyspareunia. The plaintiff underwent mesh revision. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The causes of death reported were hepatocellular carcinoma, (B)(6) and alcoholism. Related to manufacturer report#: 2183959-2014-35013, related to manufacturer report#: 2183959-2014-34968, related to manufacturer report#: 2183959-2014-56124.